Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If product is returned, a physical investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Customer reported 3 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported receiving "consistently low readings of 114 and 120" from the adc freestyle libre sensor. In addition, the customer reported that 2 sensors detached prematurely. No self-treatment or third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.